Manufacturer narrative:
The tech investigated and found no marks on the siderail where it possibly made contact with something. He replaced the siderail to repair this bed. The bed was found out of service.

Event description:
Info received indicates the upper portion of the right head siderail had been detached at the pivot point. The account did not know how this happen.